Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the endoscope reprocessor exhibited foreign matter found in the cleaning tank after reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Corrected field: g3: (the initial medwatch should have been 26 mar, 2024 and not 28 mar, 2024 as submitted). And h6: (health impact code). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over seven (7) years, since the subject device was manufactured. During the device evaluation, the customer reported, issue of black scum accumulation at the circulation port mesh filter was confirmed. Additional reportable events were found and are as follows: the water filters were not replaced, the water supply pipes were not disinfected, and the required treatment was not performed, before storing the washer for a long period of time. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. However, the main components of the material were considered, to be protein and cellulose. Furthermore, it is likely, that the user did not read the instruction manual carefully. As a result, the user made mistakes in the management method of the water filter replacement, the disinfection of the water feeding channel and had insufficient knowledge of the procedures required when the endoscope reprocessor was not used for a long period of time. However, the root cause of the reportable events could not be determined. The events can be detected and prevented, in accordance with the following instructions for use: chapter 7: work performed daily or as needed: 7.2; water filter replacement (maj-2318): water filters should be changed regularly., at least once a month to prevent contamination of rise water. 7.3; disinfection of water feeding channel: disinfect water feeding channel in the following cases. When using this device for the first time, when water filter is replaced, when bacteria entered the water feeding channel, stored for more than 14 days and when restart using the device, use disinfectant of acecide in the device for disinfection of water feeding channel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the endoscope reprocessor had black scum accumulated on its circulation port mesh filter in the cleaning layer. This occurred, during reprocessing for an unspecified procedure.